Event description:
Boston scientific received information that during a device changeout procedure this right ventricular lead was tested with a pacing system analyzer (psa) and showed high thresholds which resulted in loss of capture and asystole for > 2 seconds. It was also noted that the pacing impedances were low but not out of range. The lead surgically abandoned and left in the pocket, and thus will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.